Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. In-stent restenosis (isr) was noted in a previously implanted synergy stent. A non-bsc guide wire crossed the lesion and after pre-dilatation was performed using a 1.5mm non-bsc balloon catheter, then an opticross¿ imaging catheter was advanced but failed to cross the lesion. Pre-dilatation was done again using a 2.5mm non-bsc balloon catheter and the opticross did cross the lesion. However, when the physician started the imaging, lost imaged occurred. The physician attempted to perform flushing but the issue was not resolved. Dilatation was performed again using another 2.5mm non-bsc balloon catheter and another opticross was used to obtain the intravascular ultrasound measurements. There were no patient complications.